Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was visually inspected internal and external, no issues to the cables were identified. Additional unrelated observation(s) not reported by site: the instrument was examined and identified to have mechanical damage located at the mid-section of the blade. One blade edge exhibited indentation and burr formation. The cutting edge did not exhibit evidence of corrosion that would contribute to the observed blade damage or cutting performance. As a result of the blade damage, functional testing for motion related issues cannot be performed. Manual articulation test was performed and failed, blades do not open and close properly. No material was missing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.